Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump generated a ¿check for empty tubing and reservoir¿ alarm, resulting in under-delivery of therapy. The patient indicated that the alarm occurred repeatedly, more than five times within a 30-minute period and could not be cleared. The pump was subsequently powered off. The event occurred while the device was in use at the patient¿s home. No patient harm was reported.